Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that she had changed the cassette but not the bags. The technical service representative (tsr) explained the set up and the alarm. The hp to restart with all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that after starting over with new supplies no further issues were found. No further information was provided.